Manufacturer narrative:
Per the clinic, the patient experienced necrosis and the device was explanted on (B)(6) 2025.there are no plans to re-implant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an exposed receiver/stimulator subsequent to sustaining a head trauma (specific date not reported). The implanted device remains.

Manufacturer narrative:
Device analysis report attached.